Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
While troubleshooting with global technical services (gts), the patient stated they always see a couple of air bubbles. Gts asked the patient if she felt empty and the patient was not sure. After further troubleshooting, gts explained the hc (homechoice) would continue with the therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the patient line. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. The labeling review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.